Event description:
The patient was reportedly experiencing poor performance and sound quality issues followed by intermittency and loss of lock. External equipment was exchanged; however, this did not resolve the issue. The patient's device has been explanted.